Manufacturer narrative:
Additional information: h2, h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator unexpectedly stopped supplying gas and "backup ventilation" appeared on the status display. The device was available for evaluation. Third party service person inspected the unit and found relevant diagnostic codes and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and bd (breathe delivery) psol (proportional solenoid). A review of the logs showed the ventilator entered backup ventilation at the time of event. The ifm pcba bd psol were returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The event was isolated in the field to a potential fault with ifm pcba bd psol. However. The returned components were analyzed, and no faults were found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In a previous supplemental report, the CAPA number and reason for the remedial action failed to be included. This report is being submitted in order to provide that information as a correction in field h10. During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while running on a test lung, a 980 ventilator shut down after running for six hours. The ventilator was not in use on a patient at the time of the reported event. Event included in iia (document number (B)(4)) regarding the pb980 intermittent shutdown and restart was completed on 2020-aug-21. The investigation of the issue determined that it could lead to catastrophic harm; therefore, based on this new finding, event reassessed to reportable.

Manufacturer narrative:
Medtronic field service engineer (fse) inspected the ventilator and was unable to repair the ventilator. Fse sent the ventilator to carlsbad for detailed troubleshooting and repair. Fse reported that the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba), breath delivery (bd) cpu pcba and user interface (ui) pcba were replaced due to accidentally damages unrelated to the reported event. Medtronic site service personnel (sp) inspected the ventilator and found system starting up after power failure in the logs. Sp found ventilator's display became blank and the single tone alarm on the bd was beeping and replace the dc-dc pcba. According to the logs the ventilator stopped ventilating for about 1 1/2 hours and then started again. A graphical user interface (gui) display was temporarily was swapped with another pb980 and ran for about a week. The ventilator has been running without incident and not able to duplicate the problem. The ventilator has passed all tests, calibration and the product is in working condition. One gui pcba was returned to medtronic for further analysis. Per the event description, the fse stated he "accidentally damaged the gui cpu pcba and the gui user interface pcba.", thus the gui pcba was not installed for analysis. One ui pcba was returned to medtronic for further analysis. Per the event description, the user interface pcba was damaged during service. The board however was installed showing a blank screen and alarm, which appears to be the results of the damage. One dc-dc converter pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bc cpu pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and the status display initiated but showed "download mode" with the gui display blank. The ventilator was then powered off then powered back on in service mode. Upon powering on, the status display read "status display resetting with the gui display blank". Ess was connected and ran but the ventilator remained in "download mode". The analysis showed the bd cpu was unable to load software. From the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. With the information made available, a likely cause of the reported event could not be determined. An internal investigation was opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while running on a test lung, a 980 ventilator shut down after running for six hours. The ventilator was not in use on a patient at the time of the reported event.